Event description:
Hospital advised that tpn was set up to infuse at 1800 hours at a rate of 48.8cc/hr on channel a. The vtbi was set at 1172cc, with infusion intended to run for 24 hours. The bag was empty in 10 hours. Biomedical engineering performed volume accuracy tests on the pump and it met specifications. There was no patient consequence.